Event description:
The user alleged they received a questionable triglycerides result for one patient on their c501 analyzer. The patient's initial triglycerides result was 480. One mg/dl and it was reported outside the laboratory. The user stated their customer complained and the stored sample was repeated. On (B)(6) 2014, the sample was repeated and the result was 78.1 mg/dl. On (B)(6) 2014, a second tube collected from the patient on (B)(6) 2014 was tested and the triglycerides result was 79.3 mg/dl. The patient was not adversely affected by this event. The triglycerides reagent lot number was 693124. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. Additional data were requested but not provided. The calibration and quality control were fine. Only one sample was involved.